Event description:
User reported a power shut-down that caused a device alarm (vent fault 05). Device alarm prompts user to conduct power reset on the device and support the pt with alternative means until reset has occurred. Device reset was successful, however, while supporting the baby via manual hand-bagging, the pt was extubated and expired.